Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach via the left femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After sheath was placed and non-bsc guide wires crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was simply and completely removed from the patient's body and the procedure was completed with another coyote¿ es balloon catheter. No patient complications nor injuries were reported.